Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that customer was having sensor glucose versus blood glucose issues. It was reported that blood glucose was 38 mg/dl and sensor was 111. Also blood glucose was 75 mg/dl and sensor glucose was 138. Caller was being transferred to helpline, but due to long hold, customer hung up call.